Manufacturer narrative:
Correction: h2 - correction to include device evaluation as follow-up type for previously submitted supplemental report.

Manufacturer narrative:
The reported events of inability to interrogate and premature battery depletion were confirmed. As received, the device had no telemetry communication and no output. The device later regained its telemetry and was found in backup operations. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found in normal range, with signs of rapid depletion. Hybrid circuitry was tested, resulting in elevated current drain, consistent with moisture damage, and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.

Manufacturer narrative:
The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
New information received notes that the patient's pacemaker was removed and replaced. The patient had no adverse consequences or symptoms.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up with complaints of "feeling her own heart beating." It was revealed that the pacemaker could not be interrogated and had no magnet response. Additionally, the pacemaker exhibited premature battery depletion. No device intervention was performed. The patient was stable.